Event description:
I began using a new tandem insulin pump on (B)(6) 2020, following prescribed training. I called tandem customer support every day for 5 days, then finally got it working properly for a few days. However, on (B)(6) 2021, my blood glucose was reading over 400 mg/dl and the pump would not allow me to take more insulin due to the insulin it said was in my body already. (Iob) I called tandem customer support again, they insisted there was nothing wrong with the pump. My finger stick blood glucose meter read 500, it's maximum reading. I was feeling very sick and running to the bathroom very frequently. On (B)(6) 2021, when I reached my doctor, they told me to call an ambulance to get to (B)(6) hospital in (B)(6), asap. When I arrived there, my blood glucose was 914 mg./dl. FDA safety report ID# (B)(4).